Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported the ¿catheter cane¿ disconnected. The patient reported no trauma or excessive bending, twisting, bouncing or stretching. The patient reported the medicine was not getting into his spine. His symptoms started ¿about three weeks¿ prior to this report date. During the first week, the patient thought something was wrong because he was sleeping ¿a lot.¿ he would go to bed at 1am and get up at 4pm. The following week, the patient started getting spasms. He said, his "body was jumping". Then this week, the patient was in a ¿high level¿ of pain. A dye study was done (B)(6) 2013 and it was said the dye wasn't going through the tube. A CT scan was also done and it was found the dye was going to the back of the pump. A revision was planned for (B)(6) 2013. The pump was used to deliver baclofen.